Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's battery was depleting quickly and the pump's touchscreen was unresponsive. There was no reported adverse impact to the customer's blood glucose level. The customer declined to troubleshoot with tandem technical support; therefore, no additional information could be obtained.